Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was a de novo long lesion extending from mid to distal left anterior descending artery (lad) with 90% stenosis and was 9.00 mm long with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilation and placement of a 2.50x12mm promus element plus stent, with 0 % residual stenosis. The next day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2015, the patient presented to the emergency room (ER) with the complaint of chest pain associated with mild shortness of breath. Subsequently the patient was admitted with diagnosis of unstable angina and was referred for cardiac catheterization. Four days later, the 80% stenosis in the mid lad was treated with placement of a 2.5 x 12 mm non-bsc stent, with 0% residual stenosis. Following which, the 90% isr in mid-distal lad was treated with balloon angioplasty, with 0% residual stenosis. The following day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2015, four days after the patient presented in the emergency room, the event was considered resolved and the next day, the patient was discharged on aspirin and clopidogrel.